Event description:
It was reported that the patient successfully passed both the Primary and Alternate sensing vectors during screening and again at the time of subcutaneous implantable cardioverter defibrillator (S-ICD) implantation; the device selected the Primary vector. During defibrillation threshold (DFT) testing, ventricular fibrillation (VF) was induced. The device demonstrated intermittent undersensing but ultimately detected the arrhythmia, charged, and delivered a 65 J shock at approximately 22 seconds. The shock failed to terminate VF, and the arrhythmia persisted. Significant undersensing continued for approximately 11 seconds, prompting the physician to request an external rescue shock. Fluoroscopic evaluation identified a small kink in the lead coil near the proximal electrode, with slight coiling of the electrode near the xiphoid process. These findings were considered potential contributors to the ineffective shock and sensing behavior. Although electrode repositioning was discussed, the physician elected to repeat DFT testing using an 80 J shock. During the second induction, intermittent undersensing was again observed for approximately 18 seconds. The device eventually detected the arrhythmia and successfully delivered an 80 J shock, restoring rhythm. However, the total time to therapy (TTT) was prolonged to approximately 40 seconds. Device therapy was subsequently programmed off, and Technical Services (TS) was consulted for episode and imaging review. Analysis of the second induction determined that the prolonged TTT was influenced by Torsades de Pointes (TdP)-like complexes, which resulted in intermittent undersensing and delayed arrhythmia recognition. X-ray review further suggested that the electrode had retracted slightly and remained mildly coiled near the xiphoid region, consistent with the fluoroscopic findings. Although successful conversion was achieved with the 80 J shock, the electrode position was considered suboptimal and presented an opportunity for optimization. The Boston Scientific local representative communicated these findings to the implanting physician who plans to monitor the patient through clinic follow-ups and remote monitoring for evidence of further electrode movement. The system remains in service and no additional adverse patient effects were reported.